Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems in the study and the reported participant deaths could not conclusively be established through this evaluation. Furthermore, specific causes for the deaths could not conclusively be determined. The study compared outcomes between the heartware ventricular assist device (hvad) and the heartmate 3 left ventricular assist device (lvad) in a 2-year retrospective study. Although there were no differences in survival, functional status or quality of life, the hvad was associated with a higher morbidity compared to the heartmate 3 at 2 years. No product was evaluated under this complaint. The study referenced in the research abstract consisted of 23 heartmate 3 patients implanted before (B)(6) 2017. Heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. The hm3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The device history records were not reviewed because the serial numbers of the implanted heartmate 3 left ventricular assist devices (lvads) are unknown. The study referenced in the research abstract consisted of 23 heartmate 3 patients implanted before (B)(6) 2017. Heartmate 3 device serial numbers and other specific case/patient information, is not available and was not requested. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected until (B)(6) 2017. Hypertension and tricuspid regurgitation were reported in MFR report #2916596-2020-06216. L coyle, et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s411. Doi: (B)(6) 2016/j.healun.2020.01.173 heart and vascular institute, (B)(6) medical center, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿two-year outcomes in heartmate 3 versus heartware had patients implanted as destination therapy¿ identifying that heartmate 3 may be related less morbidity compared to another ventricular assist device manufacturer. This retrospective study evaluated and compared the adverse events and outcomes between heartmate 3 and another manufacturer ventricular assist device in patients implanted at a single center, using as a cutoff date (B)(6) 2017, to allow for 2 years postoperative follow up on all patients. Patients implanted with heartmate 3 were older and experienced more hypertension and tricuspid regurgitation. Although there were no differences in survival, functional status or quality of life, the heartmate 3 was associated with less morbidity compared to the other manufacturer device. Device was implanted at time of event.